Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified medication. The customer contact reported that during priming of the tubing set, the cair clamp of the tubing set would not stop the flow of solution. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.